Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient cannot see close up and also he cannot see the newspaper without readers· additional information has been requested. There are two medical device reports associated with this patient.

Manufacturer narrative:
Correction information was provided in b.5.,d.1.,d.2.,d.4.,d.6a.,h.3.,h.6 and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. Correction: FDA evaluation code b22 was sent instead of b14. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
There are two medical device reports associated with this patient. This report is associated with the right eye.